Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified left forearm. After placing a non-bsc sheath and crossing a non-bsc guidewire, a 7.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was in good condition.